Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® tapered certain® implant 5 x 11.5mm (ifnt511) was returned for investigation. Visual inspection of the reported product identified signs of use, dried blood and bone around the implant and no apparent malfunction. The reported device was measured and was verified to match its respective specifications per (B)(4). A pre-existing condition noted on the per was low (type iii) bone density. The reported devices was located on tooth # 4 and was used for approximately 4 years 2 months. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) & biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: warnings precautions sterility potential adverse events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to the infection & bone loss. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown.

Event description:
It was reported that the patient had peri implantitis.